Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the top of the touchscreen did not work. There was no patient involvement.